Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had currents within specification. No unexpected failed battery test alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Event description:
It was reported by the customer that that his insulin pump is experiencing button malfuncations and button failures. The custome also reported a failed battery test alert but the battery was working. Customer's blood glucose level at the time 173mg/dl. Advised insulin pump would be replaced. No additional information is provided.